Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled. The paint chipping occurred on the suspension arm, the fork and the fork's keypad and the layer of fork's keypad was peeling off. No information about any injury has been provided however we decided to report this case in abundance of caution as any particles peeling from the device could be a source of contamination. It was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification as the fork and the fork's keypad were paint chipping and the fork's keypad layer was peeling off and it contributed to the event. The investigated issue was discovered during preventive maintenance, therefore the device was not being used for patient treatment when the event took place. After reviewing the information provided for the customer product complaints investigated here, the trend for issue with paint chipping is increasing and we can assume that the complaint rate is moderate (0,54%). Besides, the trend for issue with fork's keypad layer peeling off is also increasing. However we can assume that the complaint rate is very low (0,02%). All maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages (41176-powerled_userman_01581, 4.4 positioning the light, page 27-29). To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection (41176-powerled_userman_01581, 4.1 daily inspections before use, page 20-22 and 7 cleaning / disinfection / sterilisation, page 35-38). Minor pain chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. The keypad peeling off is a normal wear at this location. In the chapter daily inspections before use the user manual mentions to check that the keypad is in good condition (41176-powerled_userman_01581, 4.1 daily inspections before use, page 20-22). As soon as a default is noticed on the keypad tape, its replacement must be performed. The tape is available as spare part (part ID 306, ard368331555, pwd fork lexan protection tape kit). The most probable root cause of these paintwork damages is the collision between other products such as the spring arm or lighthead. Moreover, the paintwork damages are most of the time located on the articulations of arms and spring arms. We believe that if the manufacturer recommendation would have been followed the incident would have been avoided.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2021 getinge became aware of an issue with one of our surgical lights ¿ powerled. The paint chipping occurred on the suspension arm, the fork and the fork's keypad and the layer of fork's keypad was peeling off. No information about any injury has been provided however we decided to report this case in abundance of caution as any particles peeling from the device could be a source of contamination.